Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) unexpectedly came out of patient's chest. The patient saw his doctor the next day, who advised him to call and request the monitoring and billing be stopped. The patient still has the device in his possession. A return kit was quickly sent to his verified address. Boston scientific technical services referred the patient back to the clinic for any billing concerns. The issue remains unresolved until the device is returned. No additional adverse patient effects were reported.